Event description:
Led's do not stay within window (loose) and accuracy is not within MFR spec. Devices are very poor quality. Rptr does not feel this device has FDA approval. These probes are sold as replacement parts for other MFR's products.